Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the hospital after experiencing a vibratory notifier. The device would interrogate, but the telemetry connection was intermittent. Rf telemetry was also intermittent. There were no sources of emi. The device is at normal eri and will be explanted and replaced.

Event description:
New information received indicates that the device was explanted.

Manufacturer narrative:
The reported field event of telemetry anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.